Manufacturer narrative:
The footswitch was evaluated and confirmed to self-activate the generator. The evaluation results revealed the condition was caused by a loose outer shell connector which allowed the internal wires to twist, and in turn causing one of the wires to split and short internally. The supplier's mfg instructions were revised to prevent recurrence.

Event description:
Customer reported that the footswitch was recently purchased and is not shutting off. Co's generator was in use and went into error code 198.